Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that there was an error which indicated that the memory was full even after everything was deleted, which can prevent imaging. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and recreated the database which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated the reported problem. According to the information received, the system was in clinical use when the issue occurred. The planned non-emergency cardiac arrhythmia treatment procedure was finished as planned by only using fluoroscopy. A philips remote service engineer (rse) inspected the system remotely and confirmed the issue. The rse remotely connected to the system and recreated the image store. A philips field service engineer (fse) also inspected the system onsite and confirmed the issue. Analysis of the log file confirmed an issue with the imaging processing pc (ip-pc). To solve the issue the fse used the database consistency repair procedure and ran recreate image store. The system was power-cycled three times with no issues. The system was returned to use in good working order.